Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose readings in the evening. Customer's blood glucose reading at the time of the call was 29 mg/dl and has treated with glucose tablets. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the time was set incorrectly and the customer was getting his basal rates for the daytime in the evening. Through troubleshooting corrections were made. Customer also mentioned having high readings in the past. No further information reported.